Manufacturer narrative:
Other applicable components are : product ID 3487a00101, serial# (B)(4), product type: lead.

Event description:
Information was received from a healthcare professional for a clinical study. The patient presented a loss of paraesthesia to the desired area that began on (B)(6) 2015. The patient failed to contact the clinic and reported a loss of paresthesia on (B)(6) 2015. Reprogramming was attempted on (B)(6) 2015 but was unable to resolve the issue. An x-ray of the thoracic spin was taken on (B)(6) 2015 and showed the lead had fallen out of the epidural space and was lying subcutaneously. The patient was reprogrammed to sub threshold short term. The lead was replaced on (B)(6) 2015 and resulted in in-patient hospitalization. A post-op clinical review occurred on (B)(6) 2015 and the event resolved without sequelae. The device diagnosis was lead migration/dislodgement and the clinical diagnosis was therapeutic product ineffective.